Event description:
It was reported that on (B)(6) 2011, due to positive stress test, the patient underwent the index procedure with the deployment of one promus stent placed to the proximal left anterior descending. Post procedure residual stenosis was 0 % with timi 3 flow. The same day, the patient received a peri-procedural loading dose of thienopyridine medication clopidogrel 300mg. On (B)(6) 2011, the patient received a study medication maintenance dose of clopidogrel 75mg. On (B)(6) 2011, the patient was started on aspirin 81mg. On (B)(6) 2011, the patient was discharged from the index hospitalization. On (B)(6) 2011, the patient experienced the event of chest pain, 287 days post-index procedure and was admitted. Reportedly, all tests were negative. The outcome of the event is recovered/resolved. On (B)(6) 2011, the patient was discharged from the hospital. The investigator considered the event of chest pain mild in intensity, unlikely related to the study drug, unlikely related to the study device, and unlikely related to study procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of angina is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.